Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high threshold, causing the pulse generator to deplete at an accelerated rate. The lead was capped and replaced.